Manufacturer narrative:
Device has been evaluated but not yet repaired pending approval of service estimate by customer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issue. The device failed a step during testing. The device's active exhalation control module needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a faulty surface mount schottky barrier diode (cr12).